Event description:
Event description cpi received information that this bipolar steroid eluting lead (4285) was removed from service due to non-capture and impedance problems. Another (4285) was implanted.